Manufacturer narrative:
(B)(4). Device evaluation: the mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed that the right slot of the capio cage was bent shut. Functional testing of the returned capio device revealed that the carrier sticks and exhibits difficulty retracting after being fired. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the first leg assembly was being thrown through the patient's left sacrospinous ligament, the needle would not capture in the capio cage. The needle, which was reportedly bent, also damaged the carrier of the capio device. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was reportedly okay at the conclusion of the procedure and is over 18 years of age.